Manufacturer narrative:
Interrogation of the device revealed the device was at eri/eol when received. The device was found to communicate appropriately with a merlin programmer. No malfunction was noted.

Event description:
It was reported that when the patient presented in clinic, device could not be interrogated. During last device interrogation in (B)(6) 2016, battery longevity of device was showing two years. Tech services explained that the battery longevity estimate was inaccurate. As a result, the device may be past eri. The device failure to interrogate was suspected to be due to hardware issue or an extremely low battery voltage. The device was explanted and replaced with no complication. The patient did not experience any symptoms.